Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, lysis of adhesions and incisional hernia repair surgery (B)(6) 2018. It was reported that the patient underwent umbilical hernia repair surgery on (B)(6) 2006 and mesh was implanted. Other implanted products are captured in separate files. No additional information is provided.